Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a progav 2.0 shunt system (#fx550t) had adjustment difficulties preoperatively. The product was not implanted. No patient complication were reported. The complained product wwill be return to the manufacturer for investigation.

Manufacturer narrative:
Visual inspection: during the investigation, no significant deformations or damage of the valve were determined. Permeability test: not necessary due to the cause of complaint. Computer controlled test: not necessary due to the cause of complaint. Adjustment test: the progav 2.0 was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected and the braking force is not not measurable due to the sterile packaging. Internal inspection: not necessary due to the cause of complaint. Results: based on our investigation results, we cannot determine any problems with the adjustment or other deviations of the valve. The valve operates within the specification. The examination of the return has been completed with the drafting of this report. Actions no further actions are required as a result of the complaint.

Event description:
The complained product was now sent to the manufacturer for investigation.